Event description:
Device 2 of 2: reference MFR report#3006705815-2019-01293 . It was reported the patient experienced ineffective stimulation on the right side. As a result, surgical intervention was undertaken on 25 mar 2019 wherein the leads were repositioned. Stimulation was restored.